Event description:
It was reported that third detector does not bind. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). Radiography 7300 c is a high-end digital system featuring a height-adjustable patient support table and a ceiling suspension with a movable tube and control handle. It includes a philips x-ray generator and a pixium (B)(6) flat panel rad detector, forming the radiography image chain. The system also offers a portable wireless detector option, the skyplate family, for flexible exposures. Philips received a complaint on radiography 7300 c indicating that the third detector does not bind. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped, an image was captured to assess any damage resulting from the fall. During an attempt to x-ray a pen, the image showed two large stripes, making it difficult to view the actual object clearly. After that, the detector¿s status light flashed red, the leds briefly turned red and then switched off, and the detector failed to connect to the system. The fse tried replacing the battery and re-linking the detector, but the issue persisted. The connector unit was also replaced, but the detector still did not connect to the equipment. As a result, the fse concluded that the detector needed to be replaced, and a replacement quotation had been sent to the customer based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).